Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty upstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (7-nov-2017) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Event description:
It was reported that an upstream occlusion alarm occurred. The user was instructed to press the start/stop button and the alarm stopped. No kinks or closed clamps on tubing were observed. The spike was seated correctly in the medication bag. The user was instructed to take the batteries out and restart, however, the alarm still persisted, and the patient was not able to restart. The user tried one more time with taking batteries out and then replacing with new batteries, the device was still alarming and was not able to start. The patient stated that will call the hotline and if unable to resolve the issues with the pump will then most likely remove the catheter tonight. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.